Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen had intermittent tracking issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A quote was sent to the customer but later cancelled by the customer as they stated they would resolve the issue themselves. No further work provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.